Event description:
The manufacturer received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received additional information alleging spots on lungs. The medical intervention was not specified. Section b2,g3, h2,h6 are updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue visualization of particles related to sound abatement foam and became degraded and caused the patient to have spots on lungs.. The medical intervention that the patient received in response to the event is currently unknown. The pms results: the reported event that the patient has visualized particles in their remstar auto and has spots on their lungs and its reported severity 3 was reviewed by the pms clinical expert. This event is assessed as a serious, reportable injury and possibly related to the product problem with the device. Further, this event is assessed as labeled and predicted in ER 2203077 v27/tag toxic02. However, the pms clinical expert recommends escalation for the consideration of iia based on the following trigger(s): 3.1.11.1.3.1. Product defect, malfunction, and/or use error that is determined to have caused serious injury and/or adverse event, and/or death additionally, after review by the pms clinical expert, it has been determined that this is a reportable serious injury. "Spots on the lungs" could be life threatening, could result in permanent impairment of a body function or permanent damage to a body structure, and/or necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. After review, the pms clinical expert recommends reporting this event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.